Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels. The customer stated that for the past week, she has been having elevated blood glucose levels. The customer stated that she changes her site every day and uses an mmt-397 quick-set infusion set. Troubleshooting was performed. The insulin pump passed the fixed prime but failed to alarm or vibrate during the high pressure test. Nothing further was reported.